Event description:
The user asserts that when passing near the device, they could see the display was dark; the ventilation had stopped and there was no acoustic alarm. No patient injury was reported.